Event description:
Info received that the head will not raise up. No injury reported.

Manufacturer narrative:
Technician located bed in maintenance. Found head will not raise up due to bad head-up valve. Replaced the head-up valve to resolve this issue.